Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system as it exhibited high shocking impedance. The cause was not determined as attempts to obtain additional information were unsuccessful. The ICD and rv lead remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This implantable cardioverter defibrillator (ICD) was returned approximately five and a half years later from a funeral home with no further allegations. There were no allegations relating to the patient's death. The device underwent analysis. This report is being filed to submit the analysis results.